Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced low and high blood glucose while frequently disconnecting from the ilet during lows, delaying or missing meal announcements, overcorrecting hypoglycemia, and then reconnecting when glucose rose to about 90 mg/dl; education on proper ilet use and a follow-up training to reset the device were provided. Symptoms included hypoglycemia to 64 mg/dl for about 45 minutes and hyperglycemia up to 237 mg/dl for about 4 hours, without loss of consciousness or other acute complications. Outcomes included self-treatment of lows with oral carbohydrates and food, no ketone testing, no medical intervention, and no hospitalization. Investigation included review of synchronized device data and user logs with troubleshooting and education. Investigation of this case revealed user handling issues related to disconnections during lows, missed and untimely meal announcements, and overcorrection behavior; no device alarms or malfunctions were reported. It was concluded, based on previously established findings for similar reports, that user interaction and use error were the most probable causes.